Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted using a small flexnav delivery system at a final implant depth of ncc: 4 and lcc: 7. No calcification was confirmed from the annulus to the subvalvular lvot. The patient's dimensions were diameter of valsalva: all are 29mm or larger, perimeter of annulus: 71mm, ascending aorta diameter: 35.7mm. The patient does not have a past medical history of conduction disturbances. The patient has a pertinent past medical history of stroke and was already undergoing antithrombotic therapy post-navitor implant. On (B)(6) 2024, the patient developed a stroke and was symptomatic for 3-4 days. However, no additional treatment was provided as the patient is already undergoing antithrombotic therapy. The patient was reported to be in stable condition and under observation.

Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.